Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, multiple non-sustained rv oversensing episodes due to myopotential oversensing were observed. The oversensing was unable to be reproduced with isometric exercises, strong hard coughs, and deep breathing. Programming changes were made. The patient was stable prior to, during and after the interrogation.